Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed evidence of iodine presence on the sponge and on the inside of the minicap indicating that iodine was dispensed during manufacturing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in december 2025. E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was too little iodine on the sponge of three (3) minicaps. The sponges were dry. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.